Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained 230 mg/dl fasting. Customer was also concerned with result obtained of 432 mg/dl; customer did not know if this result was obtained while fasting or non-fasting and result could not be confirmed in the meter memory. The customer's expected fasting blood glucose test result range is 79 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. Customer stated that she mixed another vial of test strips with the vial she is using (two vials have been mixed together). The test strip lot manufacturer's expiration date is 07/30/2020 and test strips were opened four-five weeks ago. The meter memory was reviewed for previous test result history: result 1: 167 mg/dl date 6/4 time 6:52am fasting result 2: 53 mg/dl date 6/3 time 10:19pm fasting result 3: 76 mg/dl date 6/3 time 9:47pm fasting result 4: 230 mg/dl date 6/3 time 8:27pm fasting result 5: 195 mg/dl date 6/2 time 9:14pm fasting